Manufacturer narrative:
A2: age at time of event - above 18 years and older. The promus premier select ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 35cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 26mmx3.50mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.5x12 maverick balloon catheter resulting to 40% residual stenosis. Subsequently, a 28 x 3.50mm promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The physician still further advanced the device; however, the hypotube got kinked and broke 15cm from the distal end. The device was removed from the patient. The lesion was again pre-dilated and deployed another 3.5x28mm promus premier select des successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 26mmx3.50mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.5x12 maverick balloon catheter resulting to 40% residual stenosis. Subsequently, a 28 x 3.50mm promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion. The physician still further advanced the device; however, the hypotube got kinked and broke 15cm from the distal end. The device was removed from the patient. The lesion was again pre-dilated and deployed another 3.5x28mm promus premier select des successfully. No patient complications were reported and the patient's status was stable.